Manufacturer narrative:
The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding and nothing was found.

Manufacturer narrative:
Correction to remove from device code: 3194 adhesive from the initial report.

Event description:
It was reported that a patient's blood glucose levels reached 499 mg/dl while wearing the pod longer than 48 hours. Patient noticed that the cannula dislodged from the infusion site (abdomen). For treatment, changed the pod to alleviate high bgs.